Event description:
Customer called in to report high blood glucose levels (438-500) and no alarm from her pdm. She went to the hospital for treatment. The pod was discarded in the hospital and will not be returned. No further information was provided.

Manufacturer narrative:
The device involved was discarded and will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.